Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing abutment screw became loosened at tooth site #19 and had to be replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) heal collar 3.5x4.5, 5mm (hc345) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the event. A pre-existing condition was not noted on the per form. Bone density was unknown. The reported device was located on tooth #46 (universal). The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2018032275. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2018032275 for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.